Event description:
I had the covid nasal swab test after returning from vacation. The hospital made me stand on sidewalk and inserted swab into my nose. At the time it hurts so bad I was screaming for her to stop but she kept going. Since having the test I have experienced daily pain in the corner of my eyes that last longer than 3hrs. It is taking away from the quality of my life and the pain is unbearable to the point that I vomit. I do have chronic migraines but they have always been centralized to top of eyebrow. In addition I have never had a nose bleed that I can remember until getting this test. I have had 14 since. I would have reported earlier but I just now found out that you could. FDA safety report ID # (B)(4).